Manufacturer narrative:
The investigation for the high purge pressure has been completed. Pump and data log were not returned for investigation. Purge pressure was reported high on 1oth day of use. The cause of the high purge pressure issue was not determined since product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant had an impella 5.5 pump support ongoing for a patient admitted in with acute myocardial infarction/cardiogenic shock and care escalation from an impella cp. The pump had high purge pressures on day 10. The team tried to troubleshoot with replacing the purge cassette but that failed and no kinks were seen. The team reviewed the tissue plasminogen activator addition to the purge along with the already running sodium bicarbonate. The patient remains on impella support.